Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 39 indicating an insulin shaft encoder failure, required multiple restarts, and then produced a ¿delivery failed¿ message when a meal announcement was attempted, leading to replacement. Symptoms included no reported adverse clinical effects. Outcomes included no reported medical intervention, hospitalization, or long-term impact. Investigation included technical assessment based on the reported alarm and performance behavior, and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.